Manufacturer narrative:
The tech found the retaining ring on the left hand siderail came off. He replaced the retaining ring to repair the bed.

Event description:
The account alleged that the left hand siderail is not locking in properly.